Event description:
Pt alleges her right implant is ruptured. Operative report states the ultrasound examination appeared to confirm the appearance of a ruptured right implant; however, postoperative diagnoses states intact right breast silicone prosthesis with capsular contracture and herniation of implant through capsule and intact left breast silicone prosthesis.